Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 463 mg/dl. The customer treated with 10 units of insulin and declined troubleshooting assistance for the high blood glucose levels. He advised that the alarm had been resolved by an infusion set change and stated that he would return the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.